Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery alarms and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer stated that her transmitter is not working. The customer had issues with long active insulin and was in the hospital. The customer's current blood glucose reading was 84 mg/dl. The customer stated that during her menstrual cycle, there are a couple of days where she is off. The customer declined to troubleshoot for no delivery and low blood glucose readings.